Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 260-270 (mg/dl). Reportedly, to address the bg levels, the customer delivered correction boluses. Recommendation was made to consult with health care provider regarding diabetes management.